Manufacturer narrative:
The product was returned for inspection. No secondary failures were noted. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the umbrella of the 180 cm. Angioguard rx 5 mm. Embolic protection device cannot completely be recovered into the protective sheath. There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the physician was able to re-capture the basket. The product issue reported involved the capture sheath during use/in the patient. There was no reported patient injury as a result of the reported product issue. No additional intervention was necessary as a result of the reported product issue. Another product was used to complete the procedure successfully without patient injury. The procedure was carotid artery stenting (cas). The target lesion was the carotid artery (not specified). The lesion was reported to be an eighty percent (80%) stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available. During a carotid artery stenting procedure, the umbrella of the 180 cm angioguard rx 5 mm embolic protection device basket was difficult to re-capture during use in the patient. There was no reported patient injury. No additional intervention was necessary as a result of the reported event. Another product was used to complete the procedure successfully. The lesion was reported to be eighty percent (80%) stenotic. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted. No other information was provided. The device was returned for analysis. One non-sterile unit of 180 cm angioguard rx 5 mm embolic protection device basket was received inside of a plastic bag. The filter basket and delivery sheath were received. Per visual analysis, the delivery sheath was noted to have an unzipped condition at 33 cm from the distal tip. The filter basket was received deployed. The capture sheath was not received. The distal tip was received bent. No other damages were noted. A functional test could not be performed due to condition of the received unit (unzipped and deployed). A product history record (phr) review of lot 35233522 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿capture system - capture difficulty¿ could not be confirmed due to condition of the received device. The exact cause of reported event as well as the unzipped condition observed on the device could not be conclusive determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿once the lesion is treated and all of the interventional or diagnostic devices have been removed, remove the flushed capture sheath from the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Remove the device by grasping the guidewire and capture sheath together (refer to figure 4) near the hemovalve. Pull the system through the guiding catheter or interventional sheath introducer, and out of the hemovalve as a single unit. Care should be taken when pulling the basket through the open hemovalve, to avoid potential release of captured emboli.¿ neither the product analysis nor phr review results suggests that the damages found on the received device or the event reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.